Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Suspected rust contamination in the form of both particles and a mottling discoloration effect observed

Manufacturer narrative:
DHR analysis: the DHR analysis of the batches indicated shows an initial conformance of these products with regards to their specification. For these batches, there was no deviation or failure investigation report. Product analysis: the visual analysis of the returned products shows no anomaly.